Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the insertion of the catheter, the patient experienced a venous perforation and effusion. A left ventricular lead was not attempted to be inserted. No further patient complications have been reported as a result of this event.